Event description:
It was reported that two days after the device was changed out, an alert was triggered for high impedance on the right ventricular lead. A loose set screw was confirmed. The lead was repositioned and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that two days after the device was changed out, an alert was triggered for high impedance on the right ventricular lead. A loose set screw was confirmed. The lead was repositioned and the device and lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the patient received shocks. A lead integrity alert was triggered on the right ventricular (rv) lead and noted a high impedance spike and oversensing. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the rv lead had noise. The rv lead was capped and replaced.

Manufacturer narrative:
Product event summary: (B)(4) performance data was collected from the device and analyzed. The save to disk noted primary result showed lead sensing function oversensing. Thirteen ventricular non-sustained tachycardia (nst) less than or equal to 210 ms between (B)(6) 2012. Three ventricular fibrillation less than or equal to 180 ms average ventricular cycle between (B)(6) 2012. The save to disk also noted lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012. The save to disk noted lead sensing function oversensing non-physiologic/short interval counts. Ventricular short interval count (v-sic) equal to 2117 counts, in 0.74 day, between (B)(6) 2012. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.